Event description:
The end users sister's said the lift is lowering the patient right back down. (B)(4) she also said there is a part of the base that is broken as well. She said there was an instance in which the caregiver was lifting her and it lowered on its own and fell almost to the floor. Verna said she didn't fall.